Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that ivus was performed three times using the balance guide wire. During removal of the ivus catheter, it became stuck with the guide wire and the guide wire separated. The ivus catheter and the proximal half of the guide wire were removed as a single unit. The separated portion of the guide wire was removed inside the guiding catheter. No add'l event or pt info is available.

Manufacturer narrative:
Qa analysis revealed that the guide wire was returned with blood and contrast visible on the coils and core. There were bends in the core 2 cm and 5.5 cm proximal to the tipball and 29.5 cm distal to the coined end. There were offset intermediate coils 4.5 cm proximal to the tipball for a length of 1.3 cm. There was a separation in the core at the distal end of the hypotube. The fracture faces were bent. A small portion of the core was protruding from the distal end of the hypotube. The proximal end of the distal portion of the guide wire was bent into a corkscrew shape for a length of 25 cm. Both the proximal and distal portion of the guide wire was bent into a corkscrew shape for a length of 25 cm. Both the proximal and distal portions of the guide wire, including the offset intermediate coils, passed through coils, passed through a hole gauge and this met mfg criteria. The tip was tugged on to verify that the core was intact. This guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. It was reported that resistance was encountered during removal of an ivus catheter. The sem showed that the core of the guide wire fractured from ductile overload at a bend. It appears as if the ivus was advanced too near the floppy tip of the guide wire. The ivus device used was not identified, but some ivus instructions for use caution, "never advance the distal tip of the imaging catheter near the very floppy end of the guide wire. This part of the guide wire will not adequately support the catheter. A catheter advanced to this position may not follow the guide wire, when it is retracted and cause the guide wire to buckle into a loop, which the catheter may drag along the inside of the vessel and catch on the guiding catheter tip." The failure mode of the guide wire is consistent with damage that would be expected if the ivus damaged the guide wire when removing the ivus device, because it was advanced too far on the floppy portion of the guide wire. There was no mfg related issue detected during the analysis; therefore, a definite root cause could not be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.